Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device was not functioning. Following a consultation with the physician, a magnetic resonance imaging (MRI) scan was scheduled. The patient subsequently underwent a device replacement surgery. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation of mechanical malfunction cannot be confirmed. Additionally, based on the device history record (DHR) the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device was not functioning. Following a consultation with the physician, a magnetic resonance imaging (MRI) scan was scheduled. The patient subsequently underwent a device replacement surgery. No patient complications were reported.